Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is unable to turn on her scs system. It was also reported the patient fell recently. As such, she is unable to establish communication between her ipg and patient programmer. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. Surgical intervention resolved the reported issue.